Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse events of an umbilical hernia, characterized by abdominal pain, which required surgical intervention. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused the event(s). However, the etiology of the umbilical hernia is unknown, as is when the hernia developed. Therefore, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the creation or exacerbation of the patient¿s umbilical hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that they recently underwent surgery. Additional information was obtained through follow up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated the patient was experiencing abdominal pain during continuous cyclic peritoneal dialysis [cc(pd)] therapy, and radiological testing revealed the presence of an umbilical hernia. Per the pdrn, the hernia was not pre-existing, however was unrelated to their pd therapy in general and not to any fresenius device(s) or product(s). The patient successfully underwent a scheduled outpatient umbilical hernia repair on (B)(6) 2020. At the time of follow-up, the patient was recovering from the events. The patient was performing "manual" or continuous ambulatory peritoneal dialysis (capd) therapy since undergoing surgery. The patient attempted to return to ccpd utilizing the same liberty select cycler as before the events, however, the patient experienced an alarm prior to its use and required a replacement. The alarm is unrelated to the patient event and the cycler is not being returned to the manufacturer for the event captured in this report.